Event description:
It was reported that there was a volume discrepancy problem where the actual residual volume (arv) of 40 was greater than the expected residual volume (erv), which was reported as unknown. When the patient came in for a refill yesterday, the pump was "completely full," indicating that no drug had been dispensed since the last refill. The reporter stated that there were no audible alarms which they were aware of; however, they had not yet read the pump logs. A roller study was done, which showed that the rollers were turning, and they suspected it was possible that the sutureless connector or pump segment collet might have been disconnected. The reporter stated they attempted to aspirate the catheter yesterday and "couldn't aspirate at all." A revision was to be done on the date of the report to check the catheter status and to repair/replace as needed. The reporter stated that the managing healthcare provider (hcp) felt that the patient was not getting therapy, based on how they were feeling, but did not have more specific information on symptoms. Dosing considerations were reviewed, as the patient was ¿seemingly not getting medication since the most recent refill.¿ the reporter did not know the date of the most recent refill, or any details on refill history. The pump was being used to deliver gablofen. It was reported later that day that the erv was 0 ml. The pump logs were read, which revealed that the pump was updated and filled on (B)(6) 2014. Additionally, the logs showed a low reservoir had occurred on (B)(6) 2014, and an empty reservoir alarm occurred on (B)(6) 2014. It was stated ¿so again expected residual volume was 0 and they pulled out 40 mls¿. It was further reported the patient had their catheter replaced and was receiving therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).